Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noticed that the guidewire would not enter through the lead after manipulation attempts. The physician chose to remove the lead and use another product. No patient complications have been reported as a result of this event.